Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found distal stent damage with struts on the first row stretched and lifted distally. Multiple slight hypotube kinks were also identified along the shaft. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No issues noted on the bumper tip. No kinks or damage were identified along the extrusion shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The patient presented with <72 hours myocardial infarction. The 90% stenosed, 15mm in length, 3.5mm in diameter, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 2.0x15mm non-bsc balloon catheter was advanced for pre-dilation and the device was inflated at 15 atmospheres for 3 seconds, leaving 70% residual stenosis in the lesion. Then a 3.50x16mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.